Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached images could not confirm the reported complaint. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled ""risk factors for iliopsoas impingement after total hip arthroplasty using a collared femoral prosthesis"" written by jiandi qiu, xiurong ke, shanxi chen, liben zhao, fanghui wu, guojing yang and lei zhang published by journal of orthopaedic surgery and research published online/accepted by publisher 16 jul 2020 was reviewed. The article's purpose was to determine the possible risk factors for ipi related to the femoral component, when using a collared femoral prosthesis. Data was complied from patients between september 2015 and december 2017, 267 consecutive hips in 257 patients, who underwent a tha using a collared femoral prosthesis and completed a minimum follow-up of 1 year, were retrospectively screened. After exclusion criteria, 206 hips were enrolled in the study. X-ray images can be found on page 4 of article. Implant/surgical image can be fond on page 7 of article. Depuy products: pinnacle cup, corail stem, ceramic femoral head, and unknown liner (assumed product--not named). Adverse events: dislocation, infection, pain, loosening (unnamed component), stem malposition, cup malposition, and iliopsoas impingement. There is no identified revision for any of the identified adverse events nor specific patient information. Lidocaine and steroid injection(s) were identified as treatment(s) for pain."